Event description:
Found during routine testing. The customer called to report the device's service led was illuminated and that a fault code related to high energy therapy was logged into device memory.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.